Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported that about 2 weeks ago they started to experience the same pain that the ins was intended to target on their left hand side and lower back. Patient stated they went to their pain doctor yesterday and the doctor suggested that patient call medtronic for instruction on how to adjust therapy settings. Agent asked patient if they typically feel stimulation and patient stated that they do not feel the stimulation, indicating that they may have been programmed with dtm programming. Agent sent an email to the field for visibility.